Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited noise. The atrial lead was explanted and replaced. The patient was discharged.